Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 924256, lot# 082216517a, product type: accessory. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported via a manufacturer representative that one of the bone screws from the stimloc kit could not be screwed into the skull. The screw did not seem to provide the self-tapping function. No environmental, external, or patient factors contributed to the issue. The screw appeared to be blunt when visual inspected by the hcp. A screw from another stimloc kit was used and the issue was resolved. No patient complications were anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative reported that the bone screw was blunt.

Manufacturer narrative:
Analysis of the stimloc screw found the threads to be damaged. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.